Event description:
Boston scientific received information that this lead was found to be dislodged following increased left ventricular (lv) lead capture thresholds. A revision procedure was performed in which the lead was repositioned without consequence to the patient. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.